Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; full lead was returned and analyzed.

Event description:
It was reported that during the lead implant procedure, lead impedance measured greater than 4000 ohms. There was an apparent lead fracture and possible overtorque reported. The lead was not implanted. There were no patient complications reported as a result of this event.